Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor siltex round moderate profile 350cc saline prosthesis, catalog #3542655, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor siltex round moderate profile 350cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed through a physical examination. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
Additional information was received with the field experience report on 5/17/2018. The final fill volume of the impacted product was 375ccs. When the device was explanted, bilateral prosthesis replacement with 385cc mentor memorygel breast implants was also performed. The mentor failure analysis lab received the device for evaluation on 5/17/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) for lot number 6628614 was reviewed on 6/6/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Additional information was received on 6/25/2018. There were no complications reported with the replacement surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/2/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor siltex round moderate profile 350cc saline prosthesis. On (B)(6) 2018 right sided deflation was diagnosed through a physical examination. Upon receipt to mentor, the device contained no fluid. White material was observed within the device. Brown material was observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.5 cm next to an area of siltex cracking on the posterior view. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and brown material observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).